Event description:
It was reported that the patient's ipg was explanted due to infection/sepsis. It is unknown if the epicardial leads were also explanted or if they remain in service. The source of the infection is unknown. This is similar to events MDR 2183787-2020-00013.